Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 3/23/2017 with the following findings: the display is dim and pink and the base is cracked. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked compartment and dim display. This report is made based on the results of an investigation completed on 03/22/2017.